Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost therapy. Diagnostics indicated the, "replace generator. The generator has reached its end of service," message displayed on external devices. It is unknown if the ipg depleted prematurely. As a result, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-04031 should not have been reported as a medical device report (MDR) after additional information received confirmed the end of life calculations exhibit what the patient is experiencing, confirming normal device characteristics and thus no longer reportable.

Event description:
Additional information received indicated that analysis findings confirmed the ipg exhibited normal device characteristics and confirmed the device depleted normally.

Manufacturer narrative:
An error message displaying ¿replace generator¿ when patient was trying to connect to the ipg was reported to abbott. This patient was cancelled again due to critics labs. Surgery has not been rescheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.